Event description:
The treating doctor reported that the patient had tooth #29 (lr5) extracted. The patient is still wearing the invisalign system aligners. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost. Align's clinical review of available records indicates that tooth #19 (lr5) had an ectopic position (it was significantly lingually positioned from the arch form). The initial treatment plan contemplated very slight movement on the tooth and to maintain the lingualized position; no x-rays available for evaluation and there is no additional information is available at this time. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extraction (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.